Manufacturer narrative:
For the investigation the description of event, the service report and the logfile were analysed. It was found that the warmstart of the ventilation unit was due to a faulty pba m16.2. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. If the ventilation unit could not be successfully reset within the first 8 seconds, a further reset would be triggered. Manual ventilation with an alternate device may be considered necessary. The device was repaired by replacing th pba m16.2. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use the device had restarted. There is no patient injury reported.